Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 269 mg/dl. The customer report the symptoms related to high blood glucose was grumpy. Customer treated with manual injection. Customer does not allege pump was under delivering. The customer state that drive support cap appears normal. The customer also performed the high pressure test and test result was failed. The insulin pump will not be return for analysis.